Event description:
Report received from the USA stating that the device "drill was running hot." The device was not being used during surgery. No user or patient injuries were reported; however, it was unknown if medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "drill was running hot" was not confirmed. The device was tested and did not exceed temperature limits. If additional information is received, a supplemental report will be sent. (B)(4).